Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high ventricular rate episodes due to noise and the patient experienced symptoms of presyncope. The lead was capped and replaced. The patient's condition improved post procedure.